Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise, oversensing and pacing inhibition on the non-boston scientific right atrial (ra) channel. There was no asystole. Hcp stated that the ra lead did not look right, and technical services (ts) also stated that there was ra lead issue. There were no patient symptoms reported. There was an increase in pacing impedance measurements, however they were within the range on non-boston scientific right ventricular (rv) lead. Technical services (ts) recommended to have patient seen in person for lead evaluation and have patient perform isometric maneuvers, pocket manipulation, as well as arm movements across the chest and over their head. This device and both non-boston scientific ra and rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that there was an increase in rv lead and decrease in left ventricular (lv) lead impedances. It was noted that rv thresholds were high. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited noise, oversensing and pacing inhibition on the non-boston scientific right atrial (ra) channel. There was no asystole noted. Hcp stated that the ra lead did not look right, and technical services (ts) also stated that there was ra lead issue. There were no patient symptoms reported. There was an increase in pacing impedance measurements, however they were within the range on non-boston scientific right ventricular (rv) lead. Technical services (ts) recommended to have patient seen in person for lead evaluation and have patient perform isometric maneuvers, pocket manipulation, as well as arm movements across the chest and over their head. This device and both non-boston scientific ra and rv lead remains in service. No adverse patient effects were reported.